Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: visual inspection of the sensor and connector found no abnormalities. A suture is attached to the catheter. Catheter is severely kinked, mashed, and cracked 19cms from the sensor case. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the device was revised as a result of increased pressure readings.